Event description:
It was reported that the experienced a sharp pain in back that shoots down in the left leg which randomly occurs, with no specific activities triggering it. Upon device interrogation, several impedances on the Spinal Cord Stimulation (SCS) leads were found. Program optimization was attempted and was successful using only the working contacts. The patient opted for a full Spinal Cord Stimulator (SCS) replacement procedure. The patient was doing well postoperatively. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED A YEAR AGO FROM DATE MANUFACTURER WAS MADE AWARE. BLOCK D2B: PRO CODE (PRODUCT CODE): QRB. ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2317-70. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 21186394. MODEL/CATALOG DESCRIPTION: INFINION CX LEAD KIT, 70CM. UNIQUE IDENTIFIER (UDI): (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-2317-70 SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 5154225. MODEL/CATALOG DESCRIPTION: INFINION CX LEAD KIT, 70CM UNIQUE IDENTIFIER (UDI): (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-1160. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 353868. MODEL/CATALOG DESCRIPTION: SPECTRA WAVEWRITER IPG KIT. UNIQUE IDENTIFIER (UDI): (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-4318. BATCH/LOT NUMBER: 23891388. MODEL/CATALOG DESCRIPTION: CLIK X ANCHOR STERILE KIT. UNIQUE IDENTIFIER (UDI): (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-4318. BATCH/LOT NUMBER: 21558656. MODEL/CATALOG DESCRIPTION: CLIK X ANCHOR STERILE KIT. UNIQUE IDENTIFIER (UDI): (B)(4).

Event description:
IT WAS REPORTED THAT THE EXPERIENCED A SHARP PAIN IN BACK THAT SHOOTS DOWN IN THE LEFT LEG WHICH RANDOMLY OCCURS, WITH NO SPECIFIC ACTIVITIES TRIGGERING IT. UPON DEVICE INTERROGATION, SEVERAL IMPEDANCES ON THE SPINAL CORD STIMULATION (SCS) LEADS WERE FOUND. PROGRAM OPTIMIZATION WAS ATTEMPTED AND WAS SUCCESSFUL USING ONLY THE WORKING CONTACTS. THE PATIENT OPTED FOR A FULL SPINAL CORD STIMULATOR (SCS) REPLACEMENT PROCEDURE. THE PATIENT WAS DOING WELL POSTOPERATIVELY. ALL EXPLANTED DEVICE COMPONENTS WILL NOT BE RETURNED PER FACILITY POLICY.

Manufacturer narrative:
Model Number/Catalog Number: SC-1160, SC-4318.Batch/Lot Number: 353868, 21558656, 23891388.Investigation results:The devices were not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review: Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.Block B3: Exact date unknown, event occurred a year ago from date manufacturer was made aware.Block D2b: Pro Code (Product Code): QRB.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2317-70.Serial Number: (b)(6)Batch/Lot Number: 21186394.Model/Catalog Description: INFINION CX LEAD KIT, 70CM.Unique Identifier (UDI): (b)(4). Model Number/Catalog Number: SC-2317-70.Serial Number: (b)(6)Batch/Lot Number: 5154225.Model/Catalog Description: INFINION CX LEAD KIT, 70CM.Unique Identifier (UDI): (b)(4). Model Number/Catalog Number: SC-1160.Serial Number: (b)(6)Batch/Lot Number: 353868.Model/Catalog Description: Spectra WaveWriter IPG Kit.Unique Identifier (UDI): (b)(4). Model Number/Catalog Number: SC-4318Batch/Lot Number: 23891388Model/Catalog Description: CLIK X ANCHOR STERILE KITUnique Identifier (UDI): (01)08714729905318(17)210604(10)23891388Model Number/Catalog Number: SC-4318Batch/Lot Number: 21558656Model/Catalog Description: CLIK X ANCHOR STERILE KITUnique Identifier (UDI): (01)08714729905318(17)200103(10)21558656